Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and back pain ("back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (other (please specify) ¿ hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, alopecia and back pain outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight loss, hair loss, back pain. Reporter information, aka name, medical history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included corpus luteum cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (other (please specify) ¿ hysterectomy (partial) & bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, nausea, vaginal discharge, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted in date of insertion (B)(6) 2009. Discrepancy noted in date of removal (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Pathology test - in (B)(6) 2019: a ."(B)(6), left ovarian cyst \j\ia1l". The specimen consists of a 1.5 x 0.5 x 0.3 cm pink-tan membranous tissue. B. "(B)(6), right ovarian cyst walls". The specimen consists of a 2.5 x 1.0 x 0.5 cm fragment of pink tan soft membranous tissue. C. "(B)(6), left fallopian tube". The specimen consists of a 9.5 x 0.7 cm fallopian tube with attached fimbria. D. "(B)(6), right fallopian tube". The specimen consists of a 9.0 x 1.0 cm fallopian tube with attached fimbria.. Most recent follow-up information incorporated above includes: on 11-nov-2021: mr received. Lot number, reporter, medical history and rcc added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 626582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included corpus luteum cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial) & bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, back pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, nausea, vaginal discharge, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Discrepancy noted in date of removal (B)(6) 2019, (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Pathology test - in (B)(6) 2019: a "davis, left ovarian cyst \j\ia1l". The specimen consists of a 1.5 x 0.5 x 0.3 cm pink-tan membranous tissue. B. "Davis, right ovarian cyst walls". The specimen consists of a 2.5 x 1.0 x 0.5 cm fragment of pink tan soft membranous tissue. C. "Davis, left fallopian tube". The specimen consists of a 9.5 x 0.7 cm fallopian tube with attached fimbria. D. "Davis, right fallopian tube". The specimen consists of a 9.0 x 1.0 cm fallopian tube with attached fimbria.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.